Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-24178. It was reported the pt's right supra orbital (off label) lead was providing ineffective stimulation. X-rays revealed lead migration. Surgical intervention may take place at a later date.